Event description:
On (B)(4) 2013 clinic notes were received dated (B)(6) 2013 that reported the patient continues to have breakthrough seizures, with the most recent one occurring the day prior. The seizures were reported to occur about 3-4 times monthly. The patient reported tha she has 8 recorded seizures since early march to this appointment (approx 1-2/week). It was stated that she moved to dallas last month and had less seizures prior to moving to dallas. The patient's medications were changed by a nurse when she got to dallas. The clinic notes state that the patient continues to have 4 breakthrough partial onset seizures every month. The vns was interrogated and found to be near end of service. The patient was referred for battery replacement. Although surgery is likely, it has not occurred to date. Additional information has been requested from the physician but no further information has been received to date.

Event description:
An implant card was received, indicating the patient's device was explanted on (B)(6) 2013, due to battery depletion with neos = yes. The hospital does not return explanted devices, so the device will not be returned for product analysis. No additional information has been received from good faith attempts.

Event description:
It was reported that the physician has not seen the patient very long and has not been able to obtain past medical records from the patient's previous neurologist. It was reported that additional information is unknown. It was unknown if the generator being at end of service played a role in the increase in seizures. The physician will not provide any further information.